Event description:
It was reported that one hp microbore cath ext set with one-link needlefree IV connect leaked during use in the ER department. A monoject syringe was connected to the one-link at the time. The leak occurred at the one-link valve. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The account is a recent conversion to one-link. There the sample was not available so the root cause cannot be determined. If additional relevant information or samples become available, a follow-up report will be submitted.